Event description:
It was reported that the 9900 system c-arm presented a "please wait error" message, however, the monitor is ok. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Review of event log indicated a possible fluoro function board issue (filter cap). Replaced the fluoro function pcb. The system was tested and found to be working as intended and placed back into service.